Manufacturer narrative:
Correction: please retract this report 2017865-2025-64843, review of additional information indicates that the lead should not have been reported and there is no allegation of a malfunction for this product.

Event description:
It was reported that the patient's pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted for an unknown reason on (B)(6) 2025. No patient condition was reported.